Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material in a kit is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong clearvue catheter with a stiffening stylet and flushing hub inserted, one 0.018 in. Guidewire in a plastic hoop, one 21 g safecan introducer needle, one 4.5 fr x 10 cm microintroducer, one scalpel, one prox. Nxt connector piece, & one length of blue tubing were returned for evaluation. An initial visual observation showed no blood residue on the returned components, and foreign material was found on or with the returned samples; however, a brownish-orange residue was observed on and within the flushing hub of stiffening stylet. A microscopic observation revealed no blood residue on the returned samples. An initial visual observation of the returned photographs showed a groshong catheter in a kit tray with a light brown, fibrous material adjacent to the catheter in the kit tray. It was not possible to confirm or determine the origin of the alleged foreign material from the returned sample or photographs; therefore, this complaint was inconclusive. Possible causes include contamination of the kit prior to or after opening the kit. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that after the package of the catheter was opened, foreign matters were found beside the catheter. Due to the concern that the catheter would be contaminated, the product was not used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds1371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package of the catheter was opened, foreign matters were found beside the catheter. Due to the concern that the catheter would be contaminated, the product was not used.

Event description:
It was reported that after the package of the catheter was opened, foreign matters were found beside the catheter. Due to the concern that the catheter would be contaminated, the product was not used.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign material within the kit tray is inconclusive due to poor sample condition. Two photo samples of an opened groshong catheter kit tray were provided for evaluation. The catheter was present within the kit tray with the internal flushing stylet. Two brown pieces of material are visible besides the catheter. Fuzzy fiber strands are extending from the brown material. The second image shows a closer view of the material. The type of material and the source could not be clearly determined from the images provided. The presence of the material within the kit prior to opening could not be determined; therefore, the complaint could not be confirmed and remains inconclusive at this time. Possible contributing factors include deposition of material prior to or after kit opening. H3 other text : evaluation findings are in section h.11.